Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/02/2014).

Event description:
Consumer called stating that the meter is reading mmol/l instead of mg/dl.